Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge and boot test were performed and failed due to the receiver moisture damage. Functional tests were not performed due to the receiver moisture damage. Pictures were taken. An internal visual inspection was performed and failed due to water damage. Pictures were taken. The receiver log was not downloaded for review due to the receiver moisture damage. Pictures were taken. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).